Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were visited to emergency room then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 327 mg/dl. The customer's other blood glucose was 300 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, difficulty breathing weakness and sickness. The customer was treated with manual shots,insulin pump and insulin drip. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did not allege insulin pump was under delivering. Customer reported that insulin pump had insulin flow block alarm which was resolved by infusion set change. The insulin pump will not be returned for analysis.